Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch ultra meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient could not recall when the alleged issue began. The patient could not recall any specific meter readings. The patient manages their diabetes with pills, diet and exercise. The patient denied developing any symptoms. The patient reported being treated by an hcp with food/drink during a visit to their doctor¿s office on (B)(6). The patient reported testing their blood glucose on the doctor/clinic¿s meter but could not recall the result. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Although, it is unclear how serious the patient¿s condition was, this complaint is being reported because, the patient was treated by an hcp for hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.